Event description:
A literature review identified the article, teunissen js, wouters rm, al shaer s, et al. Outcomes of ulna shortening osteotomy: a cohort analysis of 106 patients. Journal of orthopaedics and traumatology : official journal of the italian society of orthopaedics and traumatology. 2022 jan;23(1):1. Doi: 10.1186/s10195-021-00621-8. Pmid: 34985595; pmcid: pmc8733117. In this prospective study, patients with ulnar impaction syndrome (uis) were treated with an ulna shortening osteotomy and assessed for pain and hand function after 12 months. Furthermore, patients were evaluated for active range of motion, grip strength, complications, and clinical outcomes. This study reported 106 patients who were treated between 2012 and 2019. The average mean patient age was 50 ± 11 years, and there were 32 male and 74 female patients. The ulna was fixated with a plate on the volar or dorsal side of the ulna per surgeon's preference. The ulna shortening osteotomy plates used included 55 acumed plates, 47 ao plates, 1 recos kls martin plate, 1 trimed plate, 1 zimmer biomet plate, and 1 medartis plate. Patient complications were reported 80 complications in total. Of these complications, 50 patients had hardware irritation with 34 patients having their hardware removed. Six (6) patients required revision surgery due to nonunion. Three (3) patients undergoing a revision had an acumed plate and the other three (3) patients had an ao plate. Other complications included persistent ulnar-sided wrist pain in three (3) patients, one (1) patient with tenodesis, four (4) patients with tenolysis, one (1) patient with postoperative bleeding, one (1) patient with delayed union, three (3) patients with trigger finger, and one (1) patient with scar tenderness. Functional outcomes were measured using the patient rated wrist/hand evaluation (prwhe) and range of motion assessment. For the prwhe, patients had a total overall score of 64 ± 18 before surgery and improved to 32 ± 23 at 12 months. The active range of motion improved wrist extension in all patients. However, wrist flexion, ulnar deviation, and radial deviation only improved in patients with secondary uis. The overall mean grip strength as 12 months was 30 ± 12, which was also an improvement from before surgical intervention. The authors concluded that patients with uis improved with performing an ulna shortening osteotomy. However, there was a large variance in patient outcomes and a high number of complications that included plate removal. It is suggested to have preoperative counseling when choosing to perform an ulna shortening osteotomy.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Related reports including this one: 3025141-2026-00170, 3025141-2026-00171.